Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that was not working properly. When the pump was squeezed it remained dimpled. The patient underwent surgical intervention to replace the ipp pump. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. Visual examination of the pump identified that the kink resistant tubing (krt) was worn to the filament. The pump passed the leak testing but did not pass the activation testing. Based on the information available, the reported device observations were confirmed.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that was not working properly. When the pump was squeezed it remained dimpled. The patient underwent surgical intervention to replace the ipp pump. There were no patient complications reported.